Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer experienced a failed bolus and a pump replacement was recommended. The customer continued to use the pump for insulin therapy while awaiting replacement.